Manufacturer narrative:
Investigation description. The device has no visual damage or abnormal wear. The device powers on when placed on the charging pad. However, the alerts menu is accessed alert 41 is there. The device was opened to investigate internally or a possible broken lead screw or misalignment none was found. The device is false homing patients' complaint is confirmed.

Event description:
It was reported that the ilet bionic pancreas displayed alert 41 indicating an insulin absolute range error during use, the user performed a factory reset, and the alert persisted despite restarts and setup attempts, leading to replacement of the pump; the patient subsequently set up the replacement ilet and connected it to the mobile app while continuing cgm use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem with the device consistent with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.